Manufacturer narrative:
G4: 29jul2020. B4: 31mar2021. The touchscreen assembly was returned to manufacturer to failure investigation (fi) for analysis. It was determined that there was a crack trace to the resistive panel created the touchscreen not to respond. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2020.

Event description:
The philips service engineer (fse) identified during preventive maintenance that the touch position on the touchscreen was misaligned. The philips service engineer (fse) confirmed the reported failure. The fse replaced the touchscreen and power switch overlay. No other abnormality was confirmed. The unit was not in clinical use at the time of the reported event, and there was no patient or user harm reported.